Event description:
It was reported that the implantable cardioverter defibrillator (ICD) system received an alert that indicated high out of range shock impedances on this right ventricular (rv) lead were detected. The health care professional (hcp) called technical services (ts) and requested review of the stored data. Upon review, ts confirmed that the rv lead shock impedance measurements, measured to be greater than 125 ohms. Ts discussed possible causes with the hcp and recommended for lead testing to be performed to further evaluate this lead integrity. At this time, this rv lead remains in service. No adverse patient effects were reported.